Event description:
The following was reported over the imedidata database and the study site: on (B)(6) 2025, a 65-years-old male patient underwent an endovascular procedure to treat an iliac aneurysm in the right common iliac side with a gore® excluder® iliac branch endoprosthesis (iliac branch component - ceb), a gore® excluder® iliac branch endoprosthesis (internal iliac component - hgb), as well as a gore® excluder® aaa endoprosthesis device (rlt) in the infrarenal abdominal aorta. The gore® devices were implanted successfully. The patient was discharged home on (B)(6) 2025. On (B)(6) 2026, during follow-up meeting with the patient a duplex ultrasound was performed and a stent compression at the rlt device, its left-sided contralateral leg/limb was found. Further, on (B)(6) 2026, it was measured a maximum of 40 mm in diameter in the right common iliac artery and before, it was measured on (B)(6) 2025 at 47 mm. On (B)(6) 2026, a reintervention was completed to treat the rlt main body left-sided compression at the flow divider level until the left common iliac artery with a omnilink elite¿ vascular balloon-expandable stent system, a bare metal stent (8 mm x 59 mm). Reportedly, the bare metal stent resolved the compression completely by endolining, they placed this new stent in the left contralateral leg side of the rlt directly below the flow divider with the distal end approximately 2 cm into the left common iliac artery. It was further reported that the observed compression at the rlt device was located in the infrarenal segment of the rlt device and is likely caused by a narrow distal infrarenal aorta measured at 16 mm in diameter. Further, no allegations against the rlt device's left-sided compression; the physician stated no device problems occurred that has contributed to this event. The patient tolerated the reintervention procedure. 6000-c code was used for the anatomy for treatment with this rlt is stated to be a likely cause: "is likely caused by a narrow distal infrarenal aorta measured at 16 mm in diameter."

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H6, the device remains implanted, therefore, the product evaluation could not be performed. Imdrf coding: type of investigation: annex b code 'b15' was used for the communication to the physician to gather additional relevant information. Investigation findings: code c19 was used. The following results are available to date: a review of the manufacturing records indicated the lot met pre-release specifications. No conclusions are available yet. The investigation is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.